Event description:
A female, presented with left mca occlusion. The pt had a nihss score of 18 and appeared aphasic. A retriever l6 was used for one pass but without success (timi 1 flow). A new (second) retriever l6 was used for second pass. The device fractured during withdrawal, leaving a distal end of the device in the vessel. The physician used a retriever v 2.5 firm and retriever v 3.0 firm to attempt to retrieve the l6 fragment but was not successful. The vessel started to hemorrhage at the site of the occlusion, not the fracture. The bleeding seemed to stop after a few minutes. The pt expired 18 hours post-procedure. No specific info was received regarding retriever torquing or microcatheter position during use to determine if the IFU recommendations to prevent fracture were followed.

Manufacturer narrative:
The device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture. In particular, it is recommended that the microcatheter tip position be maintained up to the helix loops during retriever manipulation and withdrawal. The proximal end of the broken device was returned for analysis. The results of the investigation showed that the core wire fractured proximal from the proximal side of the filament fusing coil. The filament fusing coil is located proximal to the device helix. There was localized bending of the core wire adjacent to the fracture site. Based on the results of the investigation and the info provided by the site, this fracture mode indicates that the microcatheter tip position was not maintained up to the helix loops during retriever manipulation and withdrawal as indicated in the IFU. There was no evidence to suggest that the retriever l6 failed to meet specifications before distribution. The manufacturing records for retriever l6 device, lot number 33188, was reviewed and no anomalies were found that are related to this complaint.